Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-21439 and -21440. It was reported the pt experienced drainage at the old lead incision site approx a month after his lead revision procedure (reference MFR report: 1627487-2013-17381). It was reported the physician went through the old lead incision site to explant the leads. Subsequently, cultures revealed the pt had a (B)(6) infection. As a result, pt was hospitalized and placed on intra-venous antibiotics in addition to being put on a wound vac. The pt was discharged from the hosp, with continued use of antibiotics. The old explanted leads are being reported as device 2 and 3.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.